Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6a, h6 d6a - partial date 1998.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and broken of plug strap were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d4, d9, e1, g1, h3, h6.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device was explanted and replaced.